Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia after a meal announcement while on vacation, with a measured blood glucose of 52 mg/dl, and the contact provided fast-acting carbohydrates including juice, soda, and candy until levels increased to 75 mg/dl without alerts or alarms from the device. Symptoms included hypoglycemia. Outcomes included no medical assistance, no hospitalization, and the patient self-treated and recovered. Investigation included troubleshooting and education with the user. Investigation of this case revealed the cause of the hypoglycemia was unclear and no device malfunction was identified. It was concluded that the event was user-managed with oral glucose and that the device performance was not confirmed to be contributory. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.